Manufacturer narrative:
Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual inspection revealed lead was cut approximately 25 cm from the distal end. Damage occurred during the explant procedure; therefore it is not considered a failure. X-ray inspection of the lead revealed that all cables were fractured at the bent/kinked sections of the lead body apparent a clik anchor site. There are no exposed cables.

Event description:
A report was received that the patient experienced loss of stimulation. An impedance check revealed high impedances. The physician suspected there was a problem with the lead extension. The patient underwent a revision procedure and the lead was connected to an external trial stimulator and the impedances were still the same. The physician chose to replace the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: description: lead extension.

Event description:
A report was received that the patient experienced loss of stimulation. An impedance check revealed high impedances. The physician suspected there was a problem with the lead extension. The patient underwent a revision procedure and the lead was connected to an external trial stimulator and the impedances were still the same. The physician chose to replace the lead. The patient was doing well postoperatively.